Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with two infusion set tubing was leaking and patient noted bubbles. The infusion set was used for less than 24 hours. The insertion site was abdomen right side. The blood glucose level was 247mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. E1: patient country: united states.